Event description:
It was reported that the 6800 system locked up during a case. The 6800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel encoder was replaced and the collimator calibrated during the service call. The system was tested and found to be working as intended and put back into service.